Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead technician. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: access was via groin using amplatz wire. No calcium was present on ultrasound (us) when targeting the groin. The patient was okay, there was minor bruising near the access site; however, hemostasis was achieved after seven minutes of manual pressure was held. The anchor was not deployed into the vessel and came out cleanly attached to the introducer sheath system. The backend of the angio-seal device was not completely pulled back properly since the gap between the sheath hub, and the angio-seal hub was minimal. The blood loss was less than 250cc.